Event description:
A report was received that a patient had her stimulator "fixed" a few months after she was implanted. Currently, one of the patient's leads has migrated, and it is causing stabbing sensation in the patient's shoulder.